Event description:
Customer reported that internal gas leakage was discovered during performance verification testing process as required by IFU prior to clinical use. No patient involvement or injury.